Event description:
Reporter stated that on sunday august 30th she was giving herself an insulin shot and discovered that the pen did not deliver all the medication. She called her pharmacy to report the problem and the issue was resolved, she was given a new pen. She further stated that she believe the problem is with the needle and not the pen. Again she reported it to her pharmacy and she got new needles but was charged for it. She stated that the needles are bad and are inferior product because they don't work.

Event description:
Additional information received on 9/8/2020 from reporter for report mw5096462. Reporter advised she received call from local pharmacy stating they were going to give her a full credit refund for the damaged pen needle.